Manufacturer narrative:
The explanted devices were discarded at the hospital therefore a complete inspection cannot be conducted. The patient was in recovery after the surgery. No more information is available at this time. A DHR review was not able to be done because the device was disposed of at the hospital and the batch number was not made available.

Event description:
It was reported to rti surgical that a posterior cervical rod broke post operatively and was replaced during a revision surgery. Patient is recovering.